Event description:
The customer reported that the device will not re-engage and stays depressed. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
Disregard file- because it is a duplicate to manufacture report number 9616066-2019-01589.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
The customer reported that the device will not re-engage and stays depressed. Although requested, there were no further details or information provided and no report of harm.